Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to an atrial arrythmia with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and confirmed the rhythm appeared to be atrial or sinus driven. Therapy didn't convert the rhythm. Ts reviewed the report with the clinician. This ICD remains in service. No additional adverse patient effects were reported.